Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room, and subsequently hospitalized due to an elevated blood glucose level of 579 mg/dl and high ketones. Customer was treated with an insulin and fluid drip. . Reportedly, the cause for the event was unknown. Customer was using humalog and went passed labeling use. Tandem technical support educated customer on insulin labeling. Customer reverted to manual injections for insulin therapy.